Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 256 mg/dl.